Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured and 74 colony forming units (cfu) of an unspecified bacteria were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the subject device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then sent to an olympus service center for further evaluation. During inspection and testing of the returned device, service found there was play in the angulation knob, and there was reduced angulation. The connecting tube was buckled, and the insertion tube coating was peeling. The electrical safety check failed for the insulation of the distal end cover being out of specification. The customer provided their cleaning, disinfection, and sterilization processes. The scopes are not pre-cleaned. The scopes are manually cleaned by brushing the instrument/suction channel, the instrument channel port, and the distal end/areas around the elevator, with an asept-inmed brush, and anios clean excel d detergent. The scopes are reprocessed with an olympus etd4 automated endoscope reprocessor (aer), using olympus endodet detergent, and olympus endodis disinfectant. Their storage practice is horizontal placement in a storage cabinet. Olympus is the maintenance company. The aer was also tested and no microbiological contamination was noted. Once the investigation has been completed, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations form the device instructions for use (IFU): brushing suction cylinder and biopsy channel opening was not performed at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported issue was due to insufficient reprocessing due to deviation from the IFU. However, a final root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Additionally, the following is included in the device reprocessing manual under the chapter titled ¿reprocessing the endoscope (and related reprocessing accessories)¿: ¿warning: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.